Manufacturer narrative:
The manufacturer service technician was able to duplicate the reported event of overheating, and noted that the motor assembly was corroded. A corroded motor assembly can cause the reported event of overheating.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.